Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a long boot time and further noted that the programmer shut down while in the boot-up process several times, with or without the head plugged in and the media processing unit was replaced to resolve. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had a long boot time. Through follow-up it was determined that it was able to function normally once it did boot up. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that during the preliminary service and analysis of the programmer that it suddenly stopped booting. There was no patient involvement.